Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer states the meter is reading hi display and only concerned with this. Nurse calling on behalf of facility states that meter was reading hi on their patient. Nurse states that she cannot disclose how customer is feeling at time of call because that patient was not with nurse at time of call. Nurse declined to go through history of meter due to her having other patients to attend to. Customer did state because they were only receiving hi on meter doctor is having customer go to emergency room. Customer states their normal fasting range is 70 mg/dl-100mg/dl fasting. The product is stored according to specification in the medicine cabinet. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/25/2019 and open vial date is (B)(6) 2019.